Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ola) was informed by the biomedical engineer at the user facility that the customer 4k camera head reportedly did not turn on before the laparoscopic surgery procedure due to an error e322. A similar camera was used to complete the intended procedure. No patient was involved or harmed in the event. The camera will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, the event date in section b3, and update section d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. . Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.